Event description:
This lead became dislodged due to twiddler's syndrome. Should additional information become available, this file will be updated. On (B)(6) 2013 - additional information was received that the patient was noted to be having lv stimulation. Reconfiguration attempts were made but it was not possible to get capture and lose the stimulation. Amplitude was dropped to 0.5v. On (B)(6) 2013, the associated rv lead was found pulled back into the superior vena cava/svc junction. On (B)(6) 2013, this lead was explanted and replaced with another lv lead and the rv lead was repositioned.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized, including a visual and electrical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.